Event description:
B. Braun---streamline® bloodline set for dialog+® hemodialysis system we continue to experience significant issues with air in lines during treatments. This presents a serious risk for air embolism to our patients and leads to ongoing product waste. At this time, my team is having to change lines during dialysis on nearly 30% of our patients daily, which is not sustainable and poses both safety and quality concerns. We need immediate guidance and resolution regarding product. Please advise on next steps and your prompt attention to this matter.